Event description:
It was reported that a user temporarily experienced loss of dexcom g7 glucose data to the ilet, after which glucose readings resumed without intervention and no further assistance was required. Symptoms included no clinical symptoms. Outcomes included no impact to the user and no hospitalization. Investigation included complaint intake and basic troubleshooting and education regarding continuous glucose monitoring signal loss. Investigation of this case revealed a transient communication interruption between the cgm and the ilet that self-resolved, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump signal loss due to external or environmental factors.